Event description:
At the end of the procedure, when removing the ultimum hemostasis introducer from the femoral vein, the device broke at the puncture point location and a portion of the device sheath remained in the femoral vein. The device was able to be removed completely from the patient using medical instruments without any untoward side effects. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Product evaluation: the reported event of ¿the device broke at the puncture point location and a portion remained stuck in the femoral vein¿ was confirmed. The results of the investigation are based solely upon a review of the customer images received and information provided as the reported device was not returned. Based on the images, the sheath appeared to have been torn and ripped proximal to the sleeve near the hemostasis hub, which is consistent with the reported event. The sheath also appeared to have been kinked near the fractured location. Based on the information received, the cause of the device being stuck is consistent with the sheath fracture; however, the cause of the sheath fracture could not be conclusively determined. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted the ultimum introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use.